Event description:
It was reported that the patient presented in the emergency room due to receiving inappropriate shocks. Upon interrogation, the right ventricular lead exhibited noise. The device was reprogrammed to disable therapies. On (B)(6) 2017, the shocking portion of the lead was capped. During the procedure, the physician noted externalized conductors on the lead. Patient was in good condition post procedure.